Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I stat high sensitivity troponin-I , list number: 04z21-25, and manufacturing site abbott ireland diagnostics division lisnamuck, longford, n39e932, ireland to alinity I processing module, ln 03r65-01, abbott laboratories, 1915 hurd drive, irving, tx, 75038. MDR number 3016438761-2024-00340 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer reported falsely elevated alinity I stat high sensitivity troponin-I and provided data for 1 male patient: customer reference range: normal patient range = 5 ng/l neg, = 78 ng/l male: abnormal, = 54 ng/l female: abnormal. On (B)(6) 2024, sample ID (B)(6) result was 284. Sample was repeated using sid (B)(6), which generated a result of 14.1. 2 more samples were redrawn and results matched 14.1. The customer state lipase, magnesium, crp and cmp test results were not questionable. The customer is not aware of any patient treatment provided for the initial elevated result. There was no reported impact to patient management.

Event description:
The customer reported falsely elevated alinity I stat high sensitivity troponin-I and provided data for 1 male patient: customer reference range: normal patient range = 5 ng/l neg = 78 ng/l male: abnormal = 54 ng/l female: abnormal on (B)(6)2024, sample ID (B)(6) result was 284. Sample was repeated using sid (B)(6) , which generated a result of 14.1 2 more samples were redrawn and results matched 14.1. The customer state lipase, magnesium, crp and cmp test results were not questionable. The customer is not aware of any patient treatment provided for the initial elevated result. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier: complete list of sample ID's are (B)(6) & (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.